Event description:
Customer called to report the pin that holds the driver arms fell out when he opened the reservoir door. It was stated that the pump was not dropped, bumped, or exposed to moisture.